Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) displayed an error on start up. The main printed circuit board (pcb), encoder stem, keypad flex, display frame, one knob, lower case, upper case, one case screw, one main pcb screw and the display and display flex were contaminated. The hanger assembly was broken. Multiple software errors had occurred. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error on start up. The epg was returned into service and subsequently tested out of specification during manufacturer's analysis. . There was no patient involvement.